Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Reported device is not for use in the USA. However, other device that are similar are.

Event description:
Country of complaint: (B)(4). Needle is blunt.